Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: deformation, device appearance (observed 40 mm dark patch edge material inside gel device) voids in the gel, wear abrasion, calcification white in the surface of the shell and weight within specifications. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and concern with the product.

Event description:
Healthcare professional reported left side "fluid around the implant", "double capsule" and removal from textured breast implants due to the patient¿s concern with the product. The device has been explanted.

Event description:
Healthcare professional reported left side "fluid around the implant", "double capsule" and removal from textured breast implants due to the patient¿s concern with the product. The device has been explanted.